Event description:
It was reported to ge that a pt fell, while table was being angulated, due to the table top mounted footrest coming off. The assumption by the field engineer was that the footrest was not correctly mounted. Further info rec'd by the field engineer was that the pt rec'd a laceration to the back of the head requiring stitches and a compression fracture of the t3 vertabra.